Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had high blood glucose levels of over 400 mg/dl. The customer reported having issues with the enlite sensors shutting off when she is not low. The customer would like to switch back to using sof sensors for the insulin pump. No additional information was provided.